Event description:
It was reported that the customer experienced high blood glucose levels after breakfast and that the insulin pump had a battery cap that could not be removed. The blood glucose reading was 430 mg/dl. The customer did not know the blood glucose reading at the time of the battery cap issue. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Unit received with stripped battery cap coin slot and minor scratched display window.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.